Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system, there were recurring misidentifications. No patient impact. The following information was provided by the initial reporter: "recurring mis-ID's."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system, there were recurring misidentifications. No patient impact. The following information was provided by the initial reporter: "recurring mis-ID's".

Manufacturer narrative:
H.6. Investigation summary: a results failure was reported on a phoenix m50 instrument. The customer called to report multiple misidentified organisms on their instrument. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse collected log files and binary files, re-imaged to the latest image and upgraded software to the most recent version. The instrument was found to be functioning as expected and no errors or failures were noted. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results are within statistical control for the month of october 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.